Event description:
It was reported to siemens that a customer (user) received an electric shock while trying to reset a released fuse inside the pdc (power distribution cabinet). The customer's fingertip was burned, and they were admitted to the local emergency department to monitor the function of the individual's cardiovascular system. Beside the finger burn, no additional injury was reported to siemens. Additional information has been requested and is pending receipt by siemens.

Manufacturer narrative:
Event was reported to siemens by a siemens employee. A facility contact was not provided in the complaint file. Siemens has initiated a technical investigation of the issue to identify the root cause. The first part of the investigation determined that the customer was not trained and certified to work inside the pdc. To prevent inadvertent opening, the pdc is equipped with a key lock. Warning labels inside the pdc are in place. Siemens does not know, as of the date of this report, who opened the pdc. A siemens field service engineer (fse) instructed the customer to reset the breaker. The fse has been re-trained on the importance of the prohibition of works inside the cabinets for untrained persons. According to the system instructions for use, the customer should never open any components of the system and leave all repairs to the siemens service. (Print no. C2-029.620.16.03.02, page 31). The access to the power cabinet is restricted by locks to authorized service personnel. Since this is not the first occurrence of its kind, we opened an internal CAPA (B)(4) for further investigations. A supplemental report will be filed upon its completion.

Manufacturer narrative:
Siemens healthineers identified as root cause for this event a customer service engineer misconduct. The service engineer was instructing the customer to open the power cabinet due to covid restrictions for onsite hospital visits. The breaker is located in a locked power cabinet. The customer service engineer advised the customer how to unlock the cabinet and turn the switch back on. During this, the customer received the electrical shock. As corrective action, siemens healthineers implemented a training course to remind all CT service staff of the north america region about the risk of electrical shock while opening the power cabinet. This measure was monitored over a period of 12 months after training courses completed. There was no reoccurrence that a CT service staff member advised a customer to act in this manner again. So the measure is rated as effective.